Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during a code 1 trauma, blood leaked from the tubing when attempting to infuse blood through the primed device. The defective tubing was safely and securely stored for review.